Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. The reported event was not confirmed. No damage was found and no product issue was identified. The instrument was placed and driven on an in-house system, showing 10 uses remaining. The instrument passed grasping, recognition, and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm force bipolar instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Event description:
It was reported that during central processing, the jaws of the 8mm force bipolar instrument were stuck together. There was no report of patient involvement. Isi obtained the following information based on a follow-up: the instrument was not stuck on tissue when the jaws were stuck, the surgeon noticed when he was opening and closing the jaws that it was difficult to get them to open back up. No fault was caused, and no patient impact was reported.